Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient code(s): 2199 (no consequences or impact to patient) not labeled. Device code(s), [component code(s)]: 2407 (dull) labeled, [3156 (knife)]. This report was mailed to FDA on: 08/20/2010. The manufacturer internal reference number is: (B)(4).

Event description:
"No patient harm/injury." (No consequences or impact to patient) product problem(s): "knife has a dull blade." (Dull [knife]) the customer reported that a dull knife was experienced during a procedure, but no patient harm occurred. Additional information was requested.

Manufacturer narrative:
The customer's complaint history was reviewed this is the first complaint reported for this issue for this facility. There are no additional complaints reported against this finished good lot. The order was built and released per specification. A visual inspection was performed on the returned opened sample and found to be nonconforming for a damaged cutting edge. Root cause: unable to determine how or when the blade became damaged. All knives are 100% inspected by trained operators. Any defects, such as the damaged cutting edge exhibited on the returned opened sample, would be culled from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the functional quality of the product. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. This report was mailed to FDA on 09/16/2010. The manufacturer internal reference number is 2010-14285.